Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash on his back from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient removed the lifevest equipment due to skin irritation. Patient reported that his physician prescribed him a cream for the irritation. Follow up indicated that the prescription cream is helping, and the skin irritation is healed.